Event description:
It was reported an air leak was noted at the valve during the procedure. An 8f navistar was used during the procedure. There was no reported pt injury.

Manufacturer narrative:
St. Jude medical is awaiting device return. Once the analysis has been completed, a follow-up medwatch report will be submitted.